Event description:
Request: poor image quality, troubleshooting: completed.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.